Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Right ventricular lead warning with polarity switch occurred on (B)(6) 2015- due to increased low impedance pace counts. (B)(4) .

Event description:
It was reported that the right ventricular (rv) lead had a high number of low impedance paces which triggered an alert. The lead remians in use. No patient complications have been reported as a result of this event.